Event description:
It was reported that during an unknown procedure, the device tip started smoking and then the tip seared off but was retrieved. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.